Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and the lead extension had eroded through the skin at the top of the head. Therefore, the patient underwent a lead revision procedure wherein two leads, two lead extensions and the burr hole cover were explanted as a precaution. The physician assessed that the erosion was not device related; it was due to the patients physical characteristic of thin skin. The explanted devices will not be returned as they were discarded by the medical facility. There were no patient complications postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event:product family: dbs-linear leadsupn: m365db2202300model: db-2202-30 serial: (B)(4)batch: 7075568product family: dbs-extensionupn: m365nm3138550model: nm-3138-55 serial: (B)(4).batch: 7097077product family: dbs-extensionupn: m365nm3138550model: nm-3138-55 serial: (B)(4)batch: 7092243product family: dbs-lead fixationupn: m365db4600c0model: db-4600c serial: n/abatch: 28793288